Manufacturer narrative:
Results of investigation: analysis on the log file reveals that the customer was using a coaxial dräger circuit system with a very low inner diameter (15 mm) of the inspiration tube. As per the user manual, the diameter must be 22 mm. Therefore, the described case is a non-reportable user error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Videos revealed that a coaxial dräger circuit system with a very low inner diameter of the inspiration tube was used. It also showed small oscillations in the flow curve as well as shortened inspiration time when ventilation is running with 100% compared to 21%. Rattling noise is audible during the inspiration phase, and customer indicated tube is vibrating. However, it was confirmed that the behavior is not reproducible with a different circuit system (all is working perfectly fine). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The issue occurred with 2 serial numbers. This report is for (B)(4). Please see (B)(4) for (B)(4).

Event description:
The customer reported internal rattling sound as well as considerable change in minute volume when changing the oxygen setting from max (100%) to min. (21%) or vice versa with the bellavista1000. At this time, patient involvement is unknown.